Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission. 12/1/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: a review of the pump black box revealed evidence of a partially discharged battery being installed into the pump. The pump currents draws were within specifications. The battery compartment was fully intact with no damage or cracked observed. There was no evidence of moisture observed in the battery compartment. The pump case was removed and no intermittent condition or moisture was found inside the pump or within the power circuit.